Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer. Correction to device evaluation: the device was returned to olympus for evaluation and the customer's allegation was not confirmed. This report is also being supplemented to provide results the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the charge-coupled device (ccd) unit was damaged during user handling of the image issues occurred. Olympus will continue to monitor field performance for this device.

Event description:
Customer provided additional information to olympus. There reported issue did not cause delay to therapy.

Manufacturer narrative:
The device was not returned to olympus for evaluation and the customer's allegation was confirmed. It was also found that when an image did show, it flickered. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that there was a temporary image loss while using the evis exera bronchovideoscope to prepare for a procedure. The image intermittently reappeared, but it was grainy. There was no report of patient harm.